Event description:
Customer informed erbe USA of an injury to an elderly pt (i.e., perforation) upon performing a colonoscopy. The system [i.e. Argon plasma coagulator (apc) model 300 with an electrosurgical generator w/endocut & argon model icc 200 (p.n.: 10128-205) was set at 40 watts with a gas flowrate of 0.5 lpm. Pt was treated (with short activations) for many cecal lesions and arteriovenous malformations (avms) in the right colon. During the procedure, dr noticed "fluttering", very likely submucosal infusion of argon gas, but this did not indicate a perforation. The dr believed that the procedure was successful. Later the pt returned complaining of abdominal pain. The pt apparently had a fever and the diagnosis indicated a perforation. The pt was hospitalized, treated with medication, and has since fully recovered.